Event description:
It was reported by service report that the side rail was broken. The timing link was broken in half and the side rail could not be locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.